Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the site's system logs for the reported procedure date was conducted by failure analysis engineering. Investigation revealed the following possible related system errors: note that there were two sf60 used in the procedure, and the complaint below aligns more with the first stapler used in the procedure, pn 480460-09, lot k12240411-0539. This instrument was installed once using a green reload, but never fired or even attempted to clamp. Msc logs show error 22027 indicating manual release knob use was detected on this instrument, error 26008 indicating mrk use without pressing e-stop, and error 282 indicating force expiration of this instrument (expected following mrk use detected). The second stapler used was pn 480460-09, lot k10240109-0159. This instrument was installed once and fired one green reload. No incomplete clamps or unclamp failures per the logs for this instrument. No stapler related errors in the msc logs for this instrument.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 60 stapler instrument failed to open and it did not fire. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm sureform 60 stapler instrument for failure analysis investigation. The instrument was analyzed and the was placed and driven on the in-house system. The instrument passed engagement 3 out of 3 times that it was installed on the in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests multiple attempts. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, an unclamped successfully. The instrument was successfully fired with a sf white 60 reloads two consecutive times. Visual inspection was performed, no damage was observed. Additionally, the instrument logs were thoroughly examined, no stapler related errors were identified. Failure analysis could not verify the customer reported event. No product issue was found. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage noticed out of the ordinary. The stapler instrument did not work at all. The surgical task being performed at the time of the event was a rectal transection. The tissue was not calcified, not exposed to chemotherapy or radiations prior to the procedure. There was no tissue tension or bunching. There was a complete failure to fire. The tissue was not pushed forward or dragged in the firing sequence. No issues with the opening or closing of the jaws. The reload was not deploying staples unexpectedly. There was no exposed blade or missing staples. There were no gaps observed in the staple line and no reload was stuck to the tissue. The surgeon did not encounter any obstructions such as clips, staples or any hard material between jaws. The surgeon did not fire over an existing staple line. There was no buttress material used. The surgeon did not experience any clamping issues prior to firing the reload. There was no unplanned tissue removal. The stapler was not used at all, and the issue was resolved by using a new stapler. The procedure was completed robotically. There was no patient injury. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.